Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission reported inappropriate measured data for lead impedance. The session records could be opened in device image analyzer and normal lead impedance measurements were noted. The pulse generator remained implanted and the patient would be monitored.